Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported event.